Event description:
It was reported that a patient with this electrode had received an inappropriate shock. Review of the episode noted oversensing of noise over both treated and untreated episodes. An x-ray taken showed the electrode may have fractured. No changes have been made at this time and the electrode remains in service. No adverse patient effects were reported. This event will be updated should additional information concerning a revision procedure be provided from the field.

Event description:
It was reported that a patient with this electrode had received an inappropriate shock. Review of the episode noted oversensing of noise over both treated and untreated episodes. An x-ray taken showed the electrode may have fractured. Additional information provided from the field indicated surgical intervention was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported. This electrode is expected to be returned back from the field; this event will be updated upon completion of analysis.

Event description:
It was reported that a patient with this electrode had received an inappropriate shock. Review of the episode noted oversensing of noise over both treated and untreated episodes. An x-ray taken showed the electrode may have fractured. Additional information provided from the field indicated surgical intervention was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination revealed a cracked in the insulation - continuation of crack in polycin vorite in notch area. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured approximately 10.5 centimeters (cm) from the terminal pin. The fracture characteristics appeared consistent with cyclic fatigue. Based on the laboratory findings, it is suspected that the electrode fractures were contributed to by the electrode being implanted with bends in or near the s-ICD pocket region. The fractures resulted in the observed noise, oversensing, and inappropriate shock.